Event description:
There is no sensor to detect presence of air in the medrad mark v angio injector. There is no disabling feature to prevent an injection if air present. There is no automatic stop to disable the ability to inject contrast if air is present in tubing or syringe.